Manufacturer narrative:
Follow-up #1: date of submission 09/28/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: the pump was returned with moisture visible through display lens. All of the keypad buttons respond properly. No physical damage was observed on the keypad. The keypad was removed and no contamination or moisture was found. A leak test failed due to a crack at the bottom right corner between the keypad and the pump seal. The pump was opened and moisture was observed on the keypad flex-connector and throughout pump casing. The battery compartment was cracked from the case seal traveling to the grip pad. A leak was not found at this location. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.